Event description:
It was reported that a "saft test failure - filter pressure detector blood leak" alarm was observed during continuous renal replacement therapy in the intensive care unit with a prismaflex m150 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed blood leakage at the level of the access post pump pressure pod, which caused the reported alarm. The lines of the set are provided by an internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set component damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.